Manufacturer narrative:
One hundred and forty days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Additionally, a review of all other devices that accompanied this device/lot in the sterile load, were reviewed in the complaints system for similar reports: there were (B)(4) catalogue items; a total of (B)(4) devices in all in this sterile load and there weren no other similar complaints. We cannot discern a root or underlying cause for the reported event. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that a patient had a successful acl repair with the use of two milagro screws for fixation and an allograft [mfg. And lot undefined at this point in time]on or about (B)(6) 2011. Approximately one week post-op, on (B)(6) 2011, the patient presented with a staph infection [how determined is undefined at this point]. On (B)(6) 2011, the patient underwent a re-surgery at which point the surgeon removed the milagro screws and the allograft. This is all of the information that has been made available to mitek. Also see associated MDR 1221934-2011-00430

Event description:
Our rep is reporting to us that a female patient had a successful acl repair with the use of two milagro screws for fixation and an rti biologics allograft; (B)(4), on or about (B)(6), 2011. Approximately one week post-op, on (B)(6), 2011, the patient presented with pain in the knee. On or about (B)(6) 2011, the patient presented with redness and a fever of 102 degrees f; the surgeon aspirated a "bloody fluid" from the knee, the white count was 115,000. Due to a previous history of "enterobacter infection" at a fracture site, the patient was at this time given "levaquin". On or about (B)(6), the patient underwent incision and drainage of that knee; lab results from gram strain shows many polymorphonudlear cells but no organisms (culture is pending) , white count is 7400, hematocrit is 39.1%, platelet count is 320,000: at this point in time vancomycin was added to the regiment. (B)(6) 2011 the surgeon, (B)(6), referred the patient to (B)(6), an infectious disease consultant, for consultation, as the surgeon suspected an infection. On (B)(6), 2011, the patient underwent a re-surgery at which point the surgeon removed the milagro screws and the allograft. The patient is being treated with antibiotics via a PICC line; the infection is expected to clear up at which point a 3rd re-surgery to re-fixate will take place. Post script... The patient previously, in 2008, had a skiing accident which resulted in the need for internal fixation of a right tibia fracture, after 9 months the patient developed an enterobacter infection. The fixation devices were removed at that time and she was treated with oral levaquin for about 6 weeks. Also see associated MDR 1221934-2011-00430.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.